Event description:
The physician performs a cardiac catheterization and during the procedure the patient is placed in different "conditions" (for example: with oxygen at 30% and then with oxygen at 100%). The system records information during each of these conditions and records it electronically. The electronic version of the catheterization had the correct information. At the time the report was printed, the system changed the name of one of the condition on the printed report only. In the electronic version it remained correct. The technician noted the difference and notified management. Manufacturer was notified and corrected the issue. There were 61 patient reports printed in the last two years that required amendment.